Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device did not meet acceptance criteria of evaluation process for the following conditions: cord retainer missing or broken and needs to be replaced. In addition, the technician confirmed that the removable air path foam was black. There is no additional information regarding the disposition of the device. New information: additional evaluation information was provided. The technician confirmed the cable clamp was missing broken and would need to be replaced. No repairs were performed to the unit. The device was not needed for inventory therefore was scrapped.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device did not meet acceptance criteria of evaluation process for the following conditions: cord retainer missing or broken and needs to be replaced. In addition, the technician confirmed that the removable air path foam was black. There is no additional information regarding the disposition of the device. Additional evaluation information was provided. The technician confirmed the cable clamp was missing broken and would need to be replaced. No repairs were performed to the unit. The device was not needed for inventory therefore was scrapped. Correction: after further review it was determined that the report or material integrity (degradation) was not a confirmed event during the evaluation of this device. There was no foam particles observed. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the device did not meet acceptance criteria of evaluation process for the following conditions: cord retainer missing or broken and needs to be replaced. In addition, the technician confirmed that the removable air path foam was black. There is no additional information regarding the disposition of the device.

Manufacturer narrative:
Correction made to box b event date, box g date received by mfg (rfb), and become aware date.